Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. It was alleged that the audio bolus button was under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/05/2014 with the following findings: the original complaint could not be duplicated. The audio bolus button was intact and fully responsive. The returned battery cap was used for testing and was able to fully tighten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.